Event description:
The manufacturer received information alleging that during an outing, the breathing circuit got damaged, and the patient's family used a circuit for mechanical insufflation¿exsufflation (mi-e) instead. The patient became pale, so they called an emergency service, and the patient was transported to the hospital. The patient received resuscitation measures, and the patient was placed on another device. The me from the hospital had informed philips that they had reported obstruction, and rebreathing detected alarms were observed on the trilogy evo device. The sales representative and me checked the circuit for mi-e which was connected to the device and had been used. It was found that the circuit does not have an exhalation port. It was considered that the use of the device under this condition resulted in occurrence of those alarms and led to the patient harm. There was no issue with the device, and it is considered that the event was caused by the exhalation port not being used. Philips is currently investigating this complaint; however, the device examination has not begun because the device has not yet been returned to the manufacturer for investigation. As part of the complaint handling process, the manufacturer will attempt to retrieve the device for investigation.

Manufacturer narrative:
The manufacturer previously reported information alleging that during an outing, the breathing circuit got damaged, and the patient's family used a circuit for mechanical insufflation¿exsufflation (mi-e) instead. The patient became pale, so they called an emergency service, and the patient was transported to the hospital. The patient received resuscitation measures, and the patient was placed on another device. The me from the hospital had informed philips that they had reported obstruction, and rebreathing detected alarms were observed on the trilogy evo device. The sales representative and me checked the circuit for mi-e which was connected to the device and had been used. It was found that the circuit does not have an exhalation port. It was considered that the use of the device under this condition resulted in occurrence of those alarms and led to the patient harm. There was no issue with the device, and it is considered that the event was caused by the exhalation port not being used. The trilogy evo device was returned to the manufacturer service center for evaluation, and the customer's complaint was not confirmed. During the evaluation it was noted that the record indicating the reported contents was confirmed, but no error indicating a failure in the device was found. The service technician did an internal check of the device, but no abnormality was found for this device. The service technician reviewed the waveform data confirmed waveforms consistent with those reported, suggesting either the absence of the exhalation report or obstruction of the exhalation port. The service technician stated that there is no issue with the device and that the reported issue was cause by external factors. Additionally, during the service of the device, the air inlet foam filter and particulate filter were replaced for preventative maintenance unrelated to the reportable issue. DHR review was performed for the complaint device serial number, (B)(6) review confirms that the device met the final acceptance criteria and was released for final distribution.